Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that phrenic nerve injury occurred. It was reported that during an ablation procedure to treat an atrial fibrillation (afib) on the right superior pulmonary vein (rspv), a polarxfit catheter was selected for use. Pacing and cmap was being used to monitor phrenic nerve activity. During the ablation of the rspv, capture was lost of the phrenic nerve. Phrenic nerve injury occurred around 80 seconds into the freeze, the 31mm balloon was being used. We immediately stopped ablation and deflated the balloon. The physician was unable to get phrenic nerve capture after repositioning the catheter. Procedure was completed. The patient still had phrenic nerve injury the next morning at discharge. Catheter is not expected to be returned since it was disposed.